Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to fluid leak in the tubing. It is suspected that it was punctured during an ureteroscopy. The entire ipp was removed and replaced. No patient complications were reported.